Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Model number was unknown. No product information has been received to date operator of device: patient/consumer unknown if report sent to FDA. No information has been provided to date.

Event description:
It was reported that the pump exhibited a no disposable alarm message. No patient injury was reported.